Manufacturer narrative:
The investigation has been completed and the reported (malfunction-114 ) issue was confirmed. The reported (touchscreen- 71, 213) issue could not be confirmed. In addition, a different issue was also found (120).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was frozen with only half of the screen visible. During troubleshooting with tandem technical support, a review of the pump history confirmed that a malfunction alarm occurred. Reportedly, the customer was able to clear the malfunction alarm and resume insulin delivery. The customer's blood glucose level was 170 mg/dl. It was reported that the customer would continue use of the current pump but also has insulin pens available as alternate insulin therapy.